Manufacturer narrative:
D10: device availability - additional h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for(B)(6) was performed from date of manufacture 5/31/2012 to the present date 10/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.